Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Samples were returned for evaluation. A review of the two returned samples confirmed the two reported defects. Retain samples were tested and showed no defects. A device history record revealed no irregularities during the manufacture of the reported lot #5195387. Based on the returned samples, bd was able to duplicate or confirm the indicated failure mode.

Event description:
It was reported that a 16 x 100 mm x 8.5 ml bd vacutainer® sst ii plus plastic serum tube had missing labels and components. No serious injury or medical intervention required.